Event description:
It was reported that a 980 ventilator went inoperable while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported issue however, the se did find the patient "circuit had a yellowish liquid in it and the exhalation filter had 1.25 inches of liquid in it." The se replaced the patient circuit and cleaned the ventilator. The se performed extended self-testing on the device and all tests passed.